Manufacturer narrative:
The site had the older rev 2 card reader. In the new revision of the smart card reader, background changes were made to the board to eliminate card reading issues and wrong counting. A root cause is a faulty wave card reader. (B)(4).

Event description:
A laser operator reports difficulty with a wave card reading intermittently during surgery. No pts were harmed or injured and all procedures affected were completed.